Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end-expiratory pressure (peep) safety valve was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a pre-use checkout, the unit was unable to drive the ventilator with the alarm message "ventilate manually." There was no reported patient involvement.